Event description:
A 30mm amplatzer pfo occluder deployed deformed after two re-sheathing's and deployments. The device was exchanged for a pfm occluder and the procedure was completed successfully. The procedure was not extended greater than thirty minutes and the patient remained hemodynamically stable throughout the procedure. No patient consequences were reported.

Manufacturer narrative:
The reported event of deformity upon deployment could not be confirmed. The investigation confirmed the device met all functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.